Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure, while using a truespan meniscal repair system peek 12 degree, the stitches were placed normally and when the stitch is reduced the suture leaves the joint without forcing or reducing the stitch. The device was received and evaluated, the truespan comes in normal use condition, no broken parts or any deficiencies could be observed. The device comes along with the orthocord suture, but the implants were not returned. On the visual inspection, the orthocord tips are frayed which is a sign of a breakage. When performing the functional test, the red trigger was fully squeezed several times, it performed as intended and it was not jammed. The test gum was used to simulate the penetration of the applier needle, it also performed as intended. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be attributed to a sharp instrument rubbed the suture and an excessive force applied to the suture at the moment of tightening the repair. However tis cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number (6l36269), and no non-conformances related to the reported complaint condition were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, the following additional information was received. - what type of procedure was being performed?: meniscus suture. - was the procedure completed successfully? If so, how?: yes, another truespan implant is used to finish suturing the meniscus. - was there any surgical delay or harm to the patient?: no.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure, while using a truespan meniscal repair system peek 12 degree, the stitches were placed normally and when the stitch is reduced the suture leaves the joint without forcing or reducing the stitch. No surgical delay or patient consequences reported.